Event description:
The user facility reported a 73 year old male patient on impella cp pump for mechanical circulatory support. Upon insertion of the impella 14fr long sheath, the component kinked on the curve from the common femoral to the iliac. A long dilator was advanced, the sheath was pulled back, and an impella 14fr sheath was placed without complication. The impella cp implant was successful upon swapping the introducer. There was no patient harm.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.